Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the atrial lead exhibited p-wave amplitude variation and varying capture threshold. It was also noted that the atrial lead helix had rotation difficulty due to multiple repositions. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.

Manufacturer narrative:
The reported events of inadequate capture and p-wave amp variation were not confirmed and the reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. Electrical testing was normal with no anomalies found. Visual inspection of the lead found helix to be retracted and clogged with blood and tissue and x-ray examination found inner coil over-torque at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the atrial lead exhibited p-wave amplitude variation and varying capture threshold. The atrial lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.